Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 600 mg/dl, which the customer treated with a manual injection. The blood glucose reading at the time of the call was 114 mg/dl. The alarm history showed at least 23 no delivery alarms. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was noted. The insulin pump also passed the high pressure test. The customer mentioned that he was taking a steroid due to cataract surgery. Advised that steroids would definitely have an effect on blood glucose levels. Advised the customer to change the entire infusion set, reservoir, and insulin. Nothing further reported.